Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6) hospital, united states. The title of this report is ¿a retrospective data collection of the treatment of foot, ankle, toes, hand, wrist, and finger fractures with the stryker anchorage system¿ which is associated with the stryker ¿anchorage plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 01/01/2014 to 06/01/2019. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses nonunion. 3 out of 5 cases. The report states: ¿radiographic consolidation was observed in all 88 encounters included in this study. [¿] [¿] when stratified by plate type, clinical consolidation was 100% for all plates except for lapidus step 0mm right (75%), mtp version v1 long right (90%), mtp version v1 long left (92.3%), utility 5 hole plate (80%), utility 3 hole plate (50%).¿